Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date during hospitalization, the patient was treated with an injection of an anti-inflammation drug (dose, frequency and route not reported) for the event. The patient outcome was not reported and dianeal therapy was ongoing. No additional information is available.